Manufacturer narrative:
During testing, it was found that the device distal pressure sensor pin was broken. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device had a continuous alarm with an unspecified malfunction code. This does not indicated a reportable malfunction; however, during verification testing at the service center, it was noted that the device distal pressure sensor pin was broken.